Event description:
It was reported that the wake button was not working. Customer's blood glucose (bg) level was 562 mg/dl. Customer had not addressed bg at time of troubleshooting. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.